Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg near the hub was confirmed, but the exact cause of the damage was unknown. One 3fr s/l powerpicc sv was returned for investigation. The catheter exhibited evidence of use. The printing on the molded wing and extension leg was partially worn. A breach was observed in the extension leg within the distal end of the connector. The adjoining surfaces of the breached extension leg tubing revealed a rough and jagged surface. What appeared to be beach marks were observed in the breached tubing. Superficial tears were observed in the external surface of the extension leg adjacent to the breached tubing. The characteristics observed on the extension leg indicate that the tubing tore. The break in the extension leg could be attributable to pulling, twisting, and manipulating the luer adaptor. Due to the evidence of use, the damage may have occurred over time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebt2099 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebt2099) have been reported from the same facility.

Event description:
Facility reported to the sales rep that the power PICC was placed on (B)(6) 2017, and replaced on (B)(6) 2017, due to a tear near the hub. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt2099 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebt2099) have been reported from the same facility.

Event description:
Facility reported to the sales rep that the power PICC was placed on (B)(6) 2017, and replaced on (B)(6) 2017, due to a tear near the hub. No patient harm reported.